Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "error 2" and "error 5" issue with a one touch ultra meter. The reporter indicated that the error message issues started on (B)(6) 2010, at 7:00 am. A half hour after the alleged issue began, the patient claimed that he developed symptoms of weakness, sweating, dizziness, and blurred vision. The patient denied that he received any treatment because of the alleged issues. The alleged "error 3" and "error 5" issues were resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms which can be associated with severe hypoglycemia after the alleged issues began.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. (B)(4).

Manufacturer narrative:
Returned transmitter ((B)(4)) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c. This is a final report.

Event description:
A customer reported they observed blood in the battery compartment of their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.